Manufacturer narrative:
Lifescan (lfs) is not expecting the device back for evaluation, since it was already disposed of by the patient.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) (B)(4) alleging that she developed infections, on two separate occasions after using her unknown lfs lancing device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up phone call to the patient. While troubleshooting meter issues with the csr, the patient mentioned that she developed infections from using her lancing device but denied any issues or problems with the subject device. The patient was unable to identify the lancing device that she was using when the two events occurred. She stated that the lancing device came with her one touch ultra mini meter kit (it was gray and used the gray lancets included in the kit) and had been using it more than one year before the infection started. The patient also reported discarding the lancing device on an unrecalled date due to short needles and had it replace at the pharmacy. In regards to her technique, she stated that she rarely washed her hands prior to sampling her left hand's finger and only changed the lancet after 4 or 5 times of consecutive use. The patient reported knowing the lfs recommendation to change lancets after every use to avoid infections, also stated, "it was probably my own fault for not doing it correctly." She also confirmed that she did not share her lancing device with anyone else, never cleaned it, and it was functioning correctly when the two events took place. The patient stated that she manages her diabetes with a long acting and fast acting insulin, and sporadically tests her blood glucose, less often than recommended by her doctor. She claimed that there was no localized infection to any part of her body. The patient confirmed that her fingers were not red, swollen, and painful or pus filled. She informed the csr, the first time she developed the infection, she met a girlfriend in (B)(6) in late (B)(6) 2011, felt sick after 2 days, returned home to (B)(6) where she proceeded directly from the airport to the ER in (B)(6). The patient also confirmed that prior to traveling to (B)(6) she already had general aches and pains. At the hospital she was reportedly diagnosed with endocarditis, which according to the patient's health care professional, they suspected it was caused by her practice of not replacing the lancets and using of unsterile needles when testing her blood glucose. It was noted that while in the hospital for 6 weeks, she developed a coma due to the endocarditis and was treated with various treatments including IV fluids, a "diabetic diet," antibiotic medication and a blood transfusion. A repeated event occurred on (B)(6) 2011, which led to a hospital admission for 2 months. This time she reported not feeling well, ill, shaky and very weak for several days, prior to calling ems and going to the hospital. She claimed receiving the same diagnosis of endocarditis, which once again the hospital staff attributed to the possible continued use of unsterile lancets. The patient also reported that due to the "infection" (endocarditis), she developed a problem "unable to control her bladder" (urinary incontinence). Once again she denied any medical intervention for acute complications of diabetes and confirmed receiving antibiotics, magnesium and potassium as treatment. It was noted upon discharge that the endocarditis issue and the bladder issue had both been resolved. The patient declared again that her "infection" (endocarditis) was not caused by any cuts or wounds, not for any diabetes related issues and not attributed to any finger prick from the lancing device. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.